Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation determined that the system fault 74 and safety reset were single occurrences and could not be reproduced during in-house. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 74) indicating a software task error occurred and experienced a safety reset. There was no patient injury reported as a result of this incident.